Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was poor contact of the stylus. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: the programmer was analyzed and no anomalies were found. The software was updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.